Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, the patient became hypotensive and additional intervention was required. The target lesion was severely calcified, 23mm in length and was located in the proximal right coronary artery (rca). The patient had known low blood pressure and a low ejection fraction. Additionally, the patient had severe aortic stenosis and a ventricular assist device was unable to be utilized during the procedure. The physician used a 6fr introducer sheath, jr4 guide catheter and a cougar guide wire to access the lesion. The cougar guide wire was exchanged for a csi viperwire guide wire and a csi orbital atherectomy device (oad) was loaded onto it. The physician performed three runs at low speed for 15 seconds each run. Post-atherectomy, the patient became progressively hypotensive and had a pulseless electrical activity (pea) arrest. At this point, cardiopulmonary resuscitation (CPR) was started and a stent was deployed in the rca. The patient briefly regained a pulse, but reverted to ventricular fibrillation. Additional emergency measures were taken, but the patient expired.